Manufacturer narrative:
The returned electrode was thoroughly inspected and analyzed. Resistance tests were completed to assess electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly and electrode body found no anomalies. Laboratory analysis did not identify any electrode characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that troubleshooting was performed involving this device due to a reported inappropriate shock and an untreated episode the same day. At the time of the inappropriate shock the patient was asleep and was programmed to the primary sensing vector. During provocation maneuvers it was not possible to replicate noise and appropriate sensing was seen in the primary and secondary sensing vectors. The device was elected to be reprogrammed to the secondary sensing vectors. A request for device data review was sent to technical services (ts). Ts reviewed the device data and agreed with programming the device to the secondary sensing vector. Ts noted that the device recorded a treated and untreated episode, and in both cases oversensing of non physiological artifacts was seen as well as a decrease in signal amplitudes. Ts discussed recommendations for further troubleshooting. Additional information noted that x-ray images were taken which appeared normal. Further information noted that the patient received another inappropriate shock while brushing their teeth. The patient was in a ventricular tachycardia at the time, and the device showed oversensing on the t wave pushing the rhythm into a treatment zone. A request for further review was needed. Ts reviewed the episode of concern and discussed programming options. Ts noted that to be able to reprogram the device to the primary or alternate sensing vectors without leaving the patient at risk for inappropriate therapy, a system replacement would need to be considered. Ts discussed that double detection may or may not occur with the device reprogramming to the primary or alternate sensing vector. The device currently remains programmed in the secondary sensing vector. It was noted that the patient may be re-screened and a copy of x-ray imaging will be sent for ts review. Additional information noted that the physician was reluctant to implant a new system, and wanted to explant the subcutaneous implantable cardioverter defibrillator (s-ICD) system and implant a transvenous system. A procedure took place to extract the s-ICD and electrode due to noise/oversensing and t wave oversensing resulting in inappropriate shocks. The system was removed without removing the electrode from the device. Visual inspection of the connector pin in the header once removed showed the electrode to be fully inserted. The electrode was returned. No additional adverse patient effects were reported.

Event description:
It was reported that troubleshooting was performed involving this device due to a reported inappropriate shock and an untreated episode the same day. At the time of the inappropriate shock the patient was asleep and was programmed to the primary sensing vector. During provocation maneuvers it was not possible to replicate noise and appropriate sensing was seen in the primary and secondary sensing vectors. The device was elected to be reprogrammed to the secondary sensing vectors. A request for device data review was sent to technical services (ts). Ts reviewed the device data and agreed with programming the device to the secondary sensing vector. Ts noted that the device recorded a treated and untreated episode, and in both cases oversensing of non physiological artifacts was seen as well as a decrease in signal amplitudes. Ts discussed recommendations for further troubleshooting. Additional information noted that x-ray images were taken which appeared normal. Further information noted that the patient received another inappropriate shock while brushing their teeth. The patient was in a ventricular tachycardia at the time, and the device showed oversensing on the t wave pushing the rhythm into a treatment zone. A request for further review was needed. Ts reviewed the episode of concern and discussed programming options. Ts noted that to be able to reprogram the device to the primary or alternate sensing vectors without leaving the patient at risk for inappropriate therapy, a system replacement would need to be considered. Ts discussed that double detection may or may not occur with the device reprogramming to the primary or alternate sensing vector. The device currently remains programmed in the secondary sensing vector. It was noted that the patient may be re-screened and a copy of x-ray imaging will be sent for ts review. Additional information noted that the physician was reluctant to implant a new system, and wanted to explant the subcutaneous implantable cardioverter defibrillator (s-ICD) system and implant a transvenous system. A procedure took place to extract the s-ICD and electrode due to noise/oversensing and t wave oversensing resulting in inappropriate shocks. The system was removed without removing the electrode from the device. Visual inspection of the connector pin in the header once removed showed the electrode to be fully inserted. The system will be returned. No additional adverse patient effects were reported.